Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on (B)(6) 2018. Left knee revised to address pain, medial varus deformity, and aseptic loosening of the tibial base plate component at the cement to implant interface. Revising surgeon indicated the presence of villonodular synovitus, consistent with implant loosening. Femur was well-fixed, revised with little bone loss. Tibial base plate was found to be loose, debonded from the cement mantle. The cement mantle. On the other hand, was well-fixed to the tibia bone, requiring piecemeal removal. There was bone loss of the medial side of the tibia, from the medial collapse of the loose tibia component. Patella component was well-fixed and tracked well, so was not revised. (See (B)(4) for revision of right knee). Doi: (B)(6) 2014 dor:(B)(6) 2016 left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 5 additional reports related to implant loosening, and 3 unrelated complaints. Total for lot number: (B)(4). Complaints received by cmw in the last 12 months for this issue. By product code: 82.. By product family: 136 (49x smartset hv, 87x smartset mv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.